Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device visual evaluation: visual analysis of the photographs two devices. The right side appears to have an opening and at the same time you see red / yellow biological tissue, the other device appears to be intact, at the same time it has biological tissue you see yellow color labeled as the left side, it also has creases fold and wear abrasion. Additional, changed, and/or corrected data: d.4., h.4., h.6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported unknown side capsular contracture baker grade iii/IV. Device remains implanted.